Event description:
In 2008, the sales rep reported that during surgery, the surgeon was implanting the plate when the secure ring came out of the plate during insertion at the screw. The surgeon explanted the plate and implanted another one without incidence.

Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made to obtain the product. Eval is pending upon the return of the product.